Event description:
The physician reports that the crystalens haptic tore during delivery using the crystalsert lens injector system. Intervention was performed in order to enlarge the incision and remove the damaged lens. A second crystalens was implanted successfully and the patient's prognosis is good. Reference MDR #2031924-2009-00115.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The damaged lens was returned to b&l and evaluated. The visual inspection revealed that both haptics were torn at the plate. The damage is consistent with damage associated with injector use.